Manufacturer narrative:
The customer has not returned any product. A specific root cause could not be identified for this event. No information was provided in the complaint that would point to a cause for the discrepant results. Since no product was returned, the investigation could not be completed.

Manufacturer narrative:
(B)(4).

Event description:
A sales representative for abbott architect complained that the glucose results from the accu-chek inform ii meter were higher than the glucose results produced on the architect laboratory instrument. Approximate values were provided. No timeframes were provided. The customer was contacted and was able to provide specific information related to this allegation. Erroneous glucose results were identified between the abbott architect instrument and 2 inform ii meters ((B)(4)) affecting 1 patient. The patient is not a diabetic, but has an unspecified type of cancer and receives insulin injections by a homeopathic doctor to induce hypoglycemia so that cancer cells respond better to chemotherapy. Prior to arriving at the hospital, the patient had been treated with 30 units of an unknown type of insulin at an unknown time. The inform ii meters produced high glucose results. The hospital staff was expecting low glucose results until they found out the patient also takes high doses of vitamin c. Product labeling indicates that intravenous ascorbic acid treatment can cause an overestimation in blood glucose results. The initial test from the laboratory using the architect method was 49 mg/dl at 3:04 p.m. This result was reported outside of the laboratory at 3:35 p.m. At 3:38 p.m. The patient was tested on inform ii meter with serial number (B)(4) and the result was 318 mg/dl. At 3:40 p.m. The patient was tested on inform ii meter with serial number (B)(4) and the result was 343 mg/dl. At 3:44 p.m. The patient was drawn for a laboratory test. The result from the laboratory using the architect method was 73 mg/dl. The result of 73 mg/dl was reported outside of the laboratory at 4:09 p.m. All tests on the inform ii meters were finger stick tests. No treatment was provided based on any meter results. The patient was treated with d-50 glucose for the low glucose results from the laboratory, however the customer is not sure what time treatment was provided and which result from the laboratory this was based on. Afterwards, the patient was tested on another inform ii meter and the result was 345 mg/dl at 4:11 p.m. At 4:32 p.m. The patient was tested on inform ii meter with serial number (B)(4) and the result was 328 mg/dl. The patient was drawn for another laboratory test at 6:51 p.m. And the result was 83 mg/dl. This result was reported outside of the laboratory at 9:14 p.m. No adverse event occurred related to the device. Quality controls were run on both inform ii meters within 24 hours of the event and the results were acceptable. The same strip lot was used on both inform ii meters. The test strips were requested for investigation; however, the customer states the test strips are no longer available to return. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.